Event description:
It was initially reported that during a procedure for treatment of an ulcer, the tip was coming off. Another unit was used to complete the procedure and the pt's condition was reported as fine.